Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the nurse unable to pull up the patient list. A technical support specialist guided the customer to select the 'all' user when tried to search for the nurse ID to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a nurse unable to pull up the patient list. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.